Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy, this drainage catheter had fractured but did not detach. The catheter was successfully removed and remained intact. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. Co's follow-up revealed this catheter was being used as a feeding tube in a pt with oral carcinoma, which is a non indicated use of this device. Co believes this may have contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."